Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received low battery alerts, and after inserting a new battery their screen went black with dots. The customer states they received unexpected restart alarm. The customer's blood glucose level at the time of incident was 150mg/dl. Troubleshoot was conducted and the pump's alarm history showed the presence of unexpected restart alarm and external ram crc error. The customer mentioned they would call back at a later time to speak to supervisor.